Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02500. It was reported the patient experienced ineffective stimulation. Diagnostic testing indicated unspecified impedance issues. Subsequently, surgical intervention was undertaken to explant the patient's scs system.

Event description:
Device 2 of 3 reference MFR. Report: 1627487-2016-02500, reference MFR. Report: 1627487-2016-02682. Follow-up identified system testing revealed multiple low impedance contacts and one high impedance contact. The patient also stated having fallen multiple times.